Event description:
It was reported that during a unk procedure, the device appeared to misfire. The user felt this may have been due to the anvil not connecting with the device properly or the device not being closed fully. The staple line was not satisfactory so a different device was used and fired ok. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 06/04/2009. Info anticipated, but unavailable at this time.